Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "beltslip" during priming. No harm to any person has been reported. The error message "beltslip" generally indicates that the pump head is turning slower than the motor. However, that would only be possible if the two parallel drive belts were adjusted very loosely and would therefore slip under load. A getinge field service technician (fst) was onsite for an investigation. The reported failure could not be reproduced. No failure could be identified with the belts, tension, other components of the pump head. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The pump was then released for clinical use. Thus the exact root cause remains unknown and reported failure could not be confirmed. However the reported failure "beltslip" could be linked to the following most probable root cause according to the risk management file: (total) fail of device because of: - failure of motor, motor controller or control circuitry - failure of pump control board (pump stop) - pump on/off defective - defective tacho, relay or pump belt the device in question was manufactured on 2008-05-02. The review of the non-conformities during the period of 2008-05-02 to 2023-05-15 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#(B)(4).

Manufacturer narrative:
It was reported that the hl 20 pump displayed the error message "beltslip" which can cause an unintentional pump stop. No harm to any person has been reported. A getinge field service technician (fst) will be sent onsite for an investigation. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl 20 pump displayed the error message "beltslip" which can cause an unintentional pump stop. No harm to any person has been reported. Complaint ID# (B)(4).